Event description:
This lv lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that lv lead was not working so they have to turned it off. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).